Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the stenting of the left anterior communicating artery (acom) aneurysm, the microcatheter (subject device) was used to place the stent in the vessel. During stent placement, the microcatheter slipped out of position into the middle cerebral artery (mca) and the physician used a guidewire to get the microcatheter back into position at the aneurysm. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review could not be performed since the lot number was not known. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. As the device was not returned, the exact cause for the difficulties encountered with the device cannot be definitively determined. However, medical intervention (usage of guidewire to place microcatheter back into position in patient vessel) is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu); therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during the stenting of the left anterior communicating artery (acom) aneurysm, the microcatheter (subject device) was used to place the stent in the vessel. During stent placement, the microcatheter slipped out of position into the middle cerebral artery (mca) and the physician used a guidewire to get the microcatheter back into position at the aneurysm. There were no reported clinical consequences to the patient.